Manufacturer narrative:
(B)(4): [it was reported that the patient received 34 shocks due to oversensing from a lead fracture. The lead is being replaced. It was further reported the lead had high impedance. The patient's mother later reported the same, along with information that the patient had been rushed to the ER to have the lead removed and replaced.] The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient received multiple inappropriate shocks due to oversensing from a lead fracture. In addition, the lead exhibited high impedance. The patient was admitted to the emergency department for a lead revision. It was further reported that the right ventricular (rv) lead was fully explanted. No further patient complications have been reported as a result of this event.